Event description:
It was reported that one 3.0 x 18 xience v stent was implanted in the mid left anterior descending coronary (lad) artery on (B)(6) 2013 through the radial access site. On (B)(6) 2014, the patient had unstable angina and was found to have an 80% stenosis in the mid lad, distal to the index study lesion. The mid lad was revascularized percutaneously with a stent. The condition resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. A review of the lot history record revealed no non-conformances from this lot. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.